Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 549 mg/dl) and boluses were delivered to address bg. Cause of elevated bg was not known. Pump system check was performed with tandem technical support and pump was found to be functioning as intended. Reportedly, customer used the cartridge for 3.5 days